Event description:
(B)(4).

Manufacturer narrative:
Re-training of the technicians occurred on (B)(6) 2013. Initial training was provided (B)(6) 2012. In an instance where the results of an examination using the lenstar ls900 are not plausible, an additional alternate method of measurement must be utilized for verification of initial findings. Haag-streit clinical applications specialist review of the examination data found that an invalid scan occurred that should have been verified by ultrasound. The pts refractive error was very similar between eyes while the axial length was not. The software will flag any difference greater than .3mm indicating with a warning and question if the operator wants to ignore the warning and proceed anyway. During user training sessions, instruction is given for allowable standard deviation. During pt examination, the mechanical correlation relating to k value, axial length and refractive error, which are rules of symmetry, were ignored. Unit was verified/checked and found acceptable before incident occurred. Incident is still under review by haag-streit. A follow up medwatch will be provided once additional info is available.